Manufacturer narrative:
The nurse sent in the footswitch and the footswitch has been received for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available.

Event description:
The nurse reported that during surgery, the main treadle on footswitch stopped functioning. The surgeon had already made the incision and then the surgeon stated there was no response from the footswitch. The footswitch had performed fine in the prior surgeries of the day. The staff tried to troubleshoot the footswitch but were unable to get it to function. The staff called another facility to borrow a footswitch. The surgeon closed the eye and the case was rescheduled for the end of the day. The surgery was completed at the end of the day. No patient injury was reported.